Manufacturer narrative:
H9: after additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
The device was returned for an investigation. The reported event of the pre-use test failing was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the device to fail to ventilate and fail pre-use test. The pcb was replaced and the device passes pre-use test.

Event description:
It was reported that the device failed the pre-use test and would not ventilate while a patient was under treatment. There was no patient harm reported.